Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased impedance could not be conclusively determined. (B)(4).

Event description:
During follow up, high voltage lead impedance was increased. No further intervention was performed. The patient is stable.